Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: external battery malfunction, external controller malfunction.

Event description:
Major pump unit(s) involved: external control system failure. Additional text: batteries giving under 2 hours of charge. Specific component(s) involved: external battery malfunction; external controller malfunction. Additional text: batteries giving only 45 mins of charge; low power alert from the controller. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of external controller; other interventions, specify other intervention : repaired small cut in driveline coating type: lvad.